Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the center port; further described as ¿when checked it looks like the center port was not even heat sealed, pulled on it and it came right off¿. The leak was discovered during an unspecified process step. There was no report of patient involvement. No additional information is available

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and observed a spike port cap detached. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.